Event description:
Reportable based on the device analysis completed on 02sep2025. It was reported that the stent was blocked. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavicular vessel. A 9.0x30x135 cm express ld stent balloon was selected for use. During the procedure, the stent became obstructed while being advanced. The procedure was subsequently completed using another device of the same type. There were no patient complications as a result of this event. However, returned device analysis revealed stent damage.

Manufacturer narrative:
E1 - updated zipcode. E1 - initial reporter phone:(B)(6). E1 - initial reporter address 2: (B)(6). The device was returned for evaluation. Visual examination confirmed that the balloon remained tightly wrapped and showed no evidence of exposure to positive pressure. The balloon material appeared intact with no abnormalities observed. Damage was noted at the proximal end of the stent. The device tip was intact, and visual as well as tactile inspection revealed no additional issues along the device shaft.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter address 2: (B)(6). The device was returned for evaluation. Visual examination confirmed that the balloon remained tightly wrapped and showed no evidence of exposure to positive pressure. The balloon material appeared intact with no abnormalities observed. Damage was noted at the proximal end of the stent. The device tip was intact, and visual as well as tactile inspection revealed no additional issues along the device shaft.

Event description:
Reportable based on the device analysis completed on 02sep2025. It was reported that the stent was blocked. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavicular vessel. A 9.0x30x135 cm express ld stent balloon was selected for use. During the procedure, the stent became obstructed while being advanced. The procedure was subsequently completed using another device of the same type. There were no patient complications as a result of this event. However, returned device analysis revealed stent damage.